Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
The customer reported the unit alarmed for aux alarm supply failed, backup alarm failed, 35v supply failed, and they were unable to shutdown the machine. There was no patient involvement.

Manufacturer narrative:
The blower was received for failure investigation. Customer complaint verified. Root cause is mechanical failure of blower due to damage to motor shaft.

Manufacturer narrative:
G4:11jan2021. B4:12jan2021. The customer advised they are not able to use touchscreen. And not able to go into the service mode. During evaluation, the field service engineer (fse) was able to turn the ventilator on. When the vent powered on, there was no air flow. The fse replaced the blower and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.